Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed and appears to be use related. One 4 fr dl powerpicc catheter was returned for evaluation. The catheter extended to the 47 cm depth marker. Blood residue was present along the catheter tubing. A kink indentation was present at the 32 cm depth marker. One radiographic image of a catheter within a patient was also provided for evaluation. A kink in the tubing appears to be present in the image. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. The catheter was cut near the 30 cm depth marker in order to measure the catheter dimensions. The catheter wall thickness and lumen width were found to be within specification. Based on the condition of the returned sample, possible contributing factors placement location and securement technique. Since the presence of a kink was observed, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported "catheter kinked in the patient, catheter had to be replaced" additional information received 03/24/2021: patient info: "reported dvt in the subclavian which was the probable source for kink." "S/p cardiac arrest".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez1107 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "catheter kinked in the patient, catheter had to be replaced" additional information received 03/24/2021: patient info: "reported dvt in the subclavian which was the probable source for kink." "S/p cardiac arrest".